Manufacturer narrative:
Correction: section h11 - the following statement should have been included: "a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities."

Manufacturer narrative:
The reported event of under sensing and sensing noise was confirmed. The device was received at near beginning of life (bol) condition, with normal telemetry communication. Electrical testing revealed an out-of-range hv lead impedance and inadequate pacing output. Device image analysis indicates hv charging and shock functions had been activated on the event date. Further analysis of the hybrid circuitry identified elevated current drain consistent with a hybrid integrated circuit anomaly that resulted in the reported events.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the implantable cardioverter defibrillator (ICD) exhibited under-sensing and noise oversensing. The oversensing resulted in pacing inhibition. This ICD was not used, and the physician completed the procedure using a different ICD. The patient was discharged after the procedure.